Manufacturer narrative:
The returned device was evaluated and a kink was found on the soft cannula. A leak test was performed, and no leaks were observed throughout the entire fluid path. Fluid was able to exit the distal tip of the soft cannula despite the kink being present. No timeouts or drive stalls were noted in the downloaded data. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 330 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found kinked/bent. As treatment for hyperglycemia, a new pod was applied and a bolus of 1.5 unites was delivered.